Manufacturer narrative:
Reported event: a screw from the offset reamer handle came out. The event was confirmed. Method & results: -product evaluation and results: visual inspection confirmed the reported event. Screw(s) are missing from the shell portion of the reamer handle, offset. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
A screw from the offset reamer handle came out.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A screw from the offset reamer handle came out.